Event description:
It was reported that the pt experienced an overdose with seizures three years ago. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.